Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5 e1: patient country:(B) (6)

Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that five infusion set cannulas were bent, within 3 or more hours after insertion which led to high blood glucose level of 530-532 mg/dl and went to the emergency room (ER) only on (B)(6) 2024. The insertion site of the infusion set was at abdomen for all events. The patient received intravenous (IV) and fluids of saline and insulin, anti-nausea medication as corrective treatment. The customer addressed high blood glucose by correction bolus via pump. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The caller replaced infusion set and resumed insulin successfully. The customer experiencing frequent and/or recurring infusion set issues. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.